Event description:
It was reported that pump experienced malfunction alarm possibly related to temperature exposure. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction alarm did not recur after reset, and was advised to continue using pump and call back if any malfunction code returned.